Manufacturer narrative:
Customer was contacted via email and letter in an effort to verify the lot number and obtain samples for testing.

Event description:
Customer informed that he found a piece of glass inside the condom and it cut the skin on his penis.